Event description:
Ous MDR - after an implantation time of about 24 months, oversensing without shock deliveries was reported. During the revision procedure, the physician suspects a subclavian crush syndrome. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The lead and the ICD were returned for analysis and thoroughly analyzed. During the analysis of the device memory date of the ICD, the clinical observation could be confirmed. The available iegms showed interferences in the ventricular and the far-field channel. However, the ICD proved to be fully functional. During the analysis of the lead, it was noted that the insulation of the lead body had been massively damaged by squashing about 36.5 cm distal of the is-1 connector pin and that there was damage to the coating of the rope conductor to the rv shock electrode at just that site. A short-circuit could be measured between the rope conductor to the rv shock electrode and the inner conductor helix. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". The deformation of the rv shock electrode is most likely a result of the lead explantation. In summary, there were no indications of material defects or manufacturing errors either during the analysis of the lead or the ICD.